Event description:
Patient reported obtaining back-to-back blood glucose results of 109 mg/dl and 248 mf/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to locate the value of 248 mg/dl in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.